Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we are unable to verify the report of premature band deployment because the product could not be evaluated. Based on the info provided, we are unable to verify the report of improper loading of the ligator barrel. It is unk if this is related to the report of premature band deployment. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) with biopsy and varix band ligation, the physician used a cook 6 shooter saeed multi-band ligator. The ligator was loaded onto the endoscope. The endoscope was inserted into the esophagus and a varix was suctioned into the ligator barrel. When the physician deployed the band, all six bands on the ligator barrel deployed. The bands remained in position on the varix. The remaining varices were very small and the physician decided that no other varices needed banding. The physician removed the endoscope and the procedure was completed. After reviewing the actual pictures of the bands that were deployed during the procedure, the physician indicated the ligator must have been loaded onto the endoscope backwards because the clear band (5th band on ligator barrel) was the second band deployed onto the varix (and not the 5th). As per physician protocol, pt received fentanyl post-procedure in case of mid-sternal pain. The pt did not complaint of pain during recovery or when asked during a post-op phone call. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.